Manufacturer narrative:
The company representative, confirmed and replicated the reported event. Both the host printed circuit board (pcb) and power supply were replaced to resolve the issue. It cannot be determined, conclusively how these components became nonconforming. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to the nonconforming host pcb and power supply. It cannot be determined, how these components became nonconforming. As to which of the nonconforming components are related to the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console restarted on its own. Procedure details and patient impact have not been provided. Additional information has been requested.